Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that program cubex system path was blank, which prevented proper application connectivity. A technical support specialist (tss) deleted windows registry in cubex paths folder and restarted the application. Then the structured query language (sql) server name, database name, and credentials were reentered in the medbank setup window, allowing successful login to the cubex application. Verification in the populate buttons screen confirmed that no drawers were in a failed state, indicating the system was functioning correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, user could not log on to destock. The customer stated that no logon fields were shown on the screen and all in one (aio) was restarted several times, but the issue was not resolved. However, there were no delay in patient care and no adverse events or injuries reported based on this event.